Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house testing of retain lot w62866rb. No issues with tni recovery were observed. Manufacturing batch records for lot w62866rb were reviewed in a previous case and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following events occurring on one patient: the patient was tested using a triage cardiac device and received a tni result of 0.08 ng/ml. This result was above the facility's triage tni normal cutoff of <0.05 ng/ml. The physician believed this result to be incorrect as the physician suspected a gastro-intestinal issue and not a cardiac issue based on patient's symptoms. A repeat test was performed using a second triage cardiac device and produced a normal tni result of <0.05 ng/ml. A sample was sent to a stat laboratory for confirmation and produced a tni result of <0.0125 ng/ml. The stat laboratory tni normal cutoff is <0.0125 ng/ml. There was no treatment or intervention administered or withheld based on any of the tni results.